Event description:
It was reported, the patient had not charged his ipg for at least a year. The patient allegedly could not recall when he last used his scs system. The physician explanted and replaced the ipg and the patient reported effective stimulation postoperative.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.